Manufacturer narrative:
The pump was not received in manufacture mode. The pump was received with intermittent back arrow button response due to peeling keypad overlay. The pump was received with cracked select button keypad overlay, minor scratches on case, cracked retainer, end cap address label missing and minor scratches on lcd window. No cracks on case noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump was damaged, pump case was cracked. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump is being replaced and is expected to return for analysis. No further details are given.